Event description:
Steris machine cycle initiated. Staff member standing in front of machine writing on a clip board. Heard a loud noise. Lid and tray within machine popped the tray up. Knocked clip board out of staff's hands. Printout read machine opened. Steris employee called in and stated the handle was not latching properly. No chemical spill. No injury to staff.